Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of broken cable. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed to have a broken pulley. The black cable was not damaged. The instrument did not have any missing or dislodged pins. The instrument tips were neither bent nor detached. The instrument did not have any functional issues with cautery. The instrument did not show signs of arcing or low energy. Thermal damage was not observed. The instrument did not have motion related issues. The instrument was not opening. No fragment(s) fell into the patient. There was no patient injury. The instrument was replaced. An image was provided.